Event description:
While performing routine between - patient tests on the 3100a, a technician could not achieve the correct mean airway pressure during pt circuit calibration. There was no pt involvement.